Event description:
It was reported that customer received a motor error alarm while priming. Customer's blood glucose levels at the time 66mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a faulty force sensor resistor. The basic occlusion, occlusion, prime and excessive no delivery alarm tests could not be performed due to the motor error alarm. The motor was tested outside of the device and passed the motor test. The insulin pump was received with minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and a broken belt clip slot.